Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient's right ventricular lead exhibited ventricular oversensing and an alert for low, out of range impedance. Noise was not reproducible in clinic. R-wave measurements, impedance, and thresholds were normal in clinic. Programming changes were done. No further episodes of oversensing or noise were noted after programming changes. Patient would continue to be monitored remotely. Patient was stable.